Event description:
The customer reported that the css console right driveline disconnected at the point where the driveline connects with the tah-t cannula. The driveline was immediately reconnected. There was no adverse pt impact and the customer reported that the pt is fine. The customer also reported that the driveline connectors were inserted deeply into the cannulae and speculated that the connector interfacing with the wire reinforcement of the cannulae may have caused the connector to become loose over time. The customer reported that the repositioned the connectors on both drivelines and resecured them with cable ties. The customer also reported that it is hospital practice that the staff wraps gauze around the cannula-driveline connection point to reduce skin irritation. He stated that this wrapping prevented him from periodically checking the security of this connection. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.